Manufacturer narrative:
Complaint of constant alarm could not be reproduced but unit failed functional testing with a dead nem line. Unit would not recognize ground pad. Cause of nem failure is a defective front harness pn: 550039. Unit passed functional testing with a known good front harness installed. Unit requires non warranty repair. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure using svce repl, vulcan generator, ce mark the device had a constant alarm. There was a procedural delay of 40 minutes. There was no back up device available. This incident did not result in any patient injury or complications.